Manufacturer narrative:
The user facility returned two transducers, two scissors, and one generator to olympus for evaluation. The user facility could not identify which of the two transducers and which of the two scissors were used at the time of the event. The scissors reference in this report was not received with the concomitant devices for evaluation. The scissors are said to be in transit to be evaluated. The cause of the patient's outcome cannot be conclusively determined at this time. A supplemental report will be provided, as the subject device is obtained to be tested with the concomitant devices. This report is being submitted as a medical device report in an abundance of caution. Cross reference manufacturer report numbers: 8010047-2009-00111, 8010047-2009-00112, 8010047-2009-00113, and 8010047-2009-00115 for the associated devices used in the reported event.

Event description:
The user facility reported that the patient sustained a bowel perforation following a laparoscopic cholecystectomy. The procedure was completed with the same set of equipment, and the patient was discharged from the facility on the same day. However, the following day, the patient was admitted into the hospital for abdominal pains. An x-ray was performed, which reportedly indicated presence of free air inside the patient. Based on the x-ray result and the condition of the patient, the physician suspected a thermal or patient injury. Subsequently, the patient underwent an exploratory laparotomy with colon resection of the small bowel due to a focal colon perforation. The patient was hospitalized for 2-3 days for observation and is reportedly doing fine after the surgery.